Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.60" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. Common causes of the failure mode broken instrument grips - tips are typically attributed to the mishandling/misuse such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Additional observation not reported was that the molded insulator of the grip tip was missing. A piece approximately 0.38" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Failure analysis found the additional failure of a broken molded insulator to be related to the customer reported complaint. The fenestrated bipolar forceps (part# 430011-57/ lot/serial# (B)(4) as last used on (B)(6) 2022 on system (B)(4) with 23 uses remaining. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: failure analysis confirmed that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have missing jaw. There was no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.